Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Complaint sample was evaluated and the reported event was confirmed. Failure mode was that of instrument fracture. The returned driver was subjected to scanning electron microscopy (sem analysis), and it was determined that it showed signs of torsional overload as indicated by ductile dimples with a changing orientation (twisting) away from the fracture initiation site. Energy-dispersive x-ray spectroscopy (eds analysis) confirmed the device to be consistent with product material specifications. Hardness was also determined to be within specifications. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined and the product was likely conforming when it left zimmer biomet control. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, the tip of the driver broke off in the screw head. The fractured portion could not be removed from the screw head. Subsequently, the surgeon gave up attempting to remove all the implants. Attempts have been made and additional information on the reported event is unavailable.